Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the coronary angiography procedure, while advancing the guidewire at the brachial artery, it bent at the junction with the floppy end, preventing it from advancing further into the vascular bed. The wire was removed and it was noted that the metal core of the guidewire was exposed and rigid. No patient injury.

Manufacturer narrative:
The suspect device was returned for evaluation .no manufacturing defects were detected during a detailed inspection and measurement of the merit guide wire. The nature of the damage (kinks, bends in the wire & core wire protrusion) identified during the investigation is consistent with the excessive force applied during the procedure resulting in core wire protrusion and penetration through the coil. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.